Event description:
It was reported that during a procedure of the mid right coronary artery, the multi-link vision stent delivery system (sds) was attempted and while the sds was advanced with a guideliner inside the guide catheter and during x-ray for stent placement the stent implant could not be visualized at the lesion. The sds was removed from the anatomy and the stent implant was noted to be hanging on the distal end of the balloon. Subsequent information received noted some resistance during advancing through the guideliner catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with the stent implant dislodged from the balloon, confirming the reported dislodgement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database for this lot did not indicate a manufacturing issue. It was reported the sds was advanced as resistance was encountered. It should be noted the stent system removal precautions section of the multi-link vision coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the investigation, no product deficiency was identified.